Event description:
On (B)(6), 2012, the patient claimed that he was hospitalized for a low blood glucose on tuesday and required emt medical intervention. When arrived at the hospital, he was diagnosed with "walking pneumonia." The customer care advocate attempted to troubleshoot the animas insulin pump to find what caused the patient's alleged hypoglycemia on (B)(6), 2012 but could not access the bolus history due to a product issue. The subject pump would default back to the home screen when accessing the pump history. In addition, the patient reportedly had some occlusions on his pump. The date and time was correct on the subject pump. Due to the possible issues with the keypad and the pump reverting to the home screen, the patient was advised to go on the backup plan. The customer care advocate was unable to find what cause the patient's hypoglycemia on the day of concern. Furthermore, the patient could not remember much about the incident. This complaint is being reported because the patient required hcp medical intervention for an alleged low blood glucose reading while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.